Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) did not replicate the customer reported complaint. The force bipolar instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. The force bipolar instrument was retested and passed on both attempts. The grip input disks were manually articulated and the grip tips opened and closed without any issues. The housing was removed for inspection and found no damage. There was no problem detected. Additional observations not reported by site were also identified. The force bipolar instrument was found to have insulation damage on the conductor wire, exposing the internal wires. The damage was located at the distal end on the conductor wire groove. No material missing and no thermal damage was observed. An electrical continuity was tested and passed. The root cause is attributed to a component failure. A review of the instrument log for the force bipolar (471405-06/n142107190244) associated with this event has been performed. Per logs, the force bipolar instrument was last used on (B)(6) 2021 on system (B)(4). The instrument had 4 uses remaining after the last procedural use. A review of the site's complaint history does not show any additional complaints related to this product. No image or video of the last procedure was provided for review. This complaint is being reported due to the following conclusion: during failure analysis testing, the force bipolar instrument was found to have conductor wire damage with exposed internal wires and a passed electrical continuity test. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Not applicable because the product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted inguinal hernia- unilateral surgical procedure, the 8mm force bipolar instrument would not open and the instrument release kit (irk) was used. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.